Event description:
It was reported that the patient was implanted with heartmate (hm) ii in 2015 due to ischemic cardiomyopathy. Over the years, other than an episode of cable infection, there has not been any issues. Thus far, the patient declined a heart transplant due to high quality of life. However, in (B)(6) 2023, the patient was placed on the heart transplant waiting list due to aortic valve insufficiency (regurgitation grade 2) and the presence of a wall attached thrombus in the outflow cannula which was approximately 15% of the lumen of the vascular prosthesis. On (B)(6) 2023, the patient's spouse sent a message that the patient was experiencing dizziness, shortness of breath, weakness, and abdominal discomfort. Their blood flow was 8 liters per minute (lpm) and had a dark colored urine. The patient was urgently hospitalized and had a contrast enhanced computed tomography (CT) and echocardiography was performed. Their international normalized ratio (inr) was 3.7 and d-dimers were almost normal. Due to the worsening condition (cardiogenic shock), a peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) was initiated. Since the left ventricle was overloaded due to alveolar lung edema and large volumes of the left ventricle, atrial septostomy was performed endovascularly. A 19 french cannula was passed through it into the left atrium to drain the left ventricle, connected to the venous ECMO trunk with systemic heparinization. According to CT, the wall-attached thrombus in the outflow cannula increased by 15% and occupied 25-30% of the lumen of the vascular prosthesis. The pump speed was spontaneously increasing to 9-10 lpm despite reducing the revolutions to 8200 rotations per minute (rpm). The required size transcatheter aortic valve implantation (tavi) was not available. As of (B)(6) 2023, the patient was on mechanical ventilation, sedation, continuous renal replacement therapy (crrt), cytosorb, norepinephrine. The inflammatory markers had started to rise.

Manufacturer narrative:
The adverse event from sep2023 is captured under MFR 2916596-2023-08961. The history of driveline infection was captured under 2916596-2023-08990. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the submitted log files contained pulsatility index (pi) events and not other regular data. Pi events may increase power consumption and therefore also flow calculation. In the data sample flow calculations were related to power readings. This might have been influenced by thrombus formation, but from the data sample, it was not clear to confirm. But given to presence of heavy hemolysis and cardiogenic shock, left ventricular assist device (lvad) flow obstruction was suspected, and it was recommended to evaluate the patient for urgent pump replacement (with ao repair/exchange) if no transplant would be possible soon. The patient ultimately passed away on (B)(6) 2024. The cause of death was determined to be pulmonary hemorrhage, severe pneumonia, and systemic inflammatory response syndrome (sirs).

Manufacturer narrative:
Additional h6: health effect - clinical codes: 1816 - dyspnea. 2558 - hematuria. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: corrected. Section d4: corrected catalog number. Section h6: corrected health effect - clinical code and medical device problem code. Manufacturer's investigation conclusion: a direct correlation between (B)(6), the patient's outcome, and the events leading up to the patient's outcome cannot be conclusively determined through this investigation. The submitted log file contained events on 19dec2023. The device appeared to have been operating as intended at the fixed speed. (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists thrombus, hemolysis, multiple forms of organ failure, infection, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus and how to respond to such events. This document includes information regarding recommended anticoagulation therapy and inr (international normalized ratio) range. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook also contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient did not have a history of aortic valve insufficiency before the lvad implant. However, the onset date was not available. The wall attached thrombus was first identified in (B)(6) 2023 and the patient was placed on heart transplant waiting list. Computed tomography (CT) images or results were not available. It was unknown if the renal dysfunction was determined to be related to or caused by the device or device therapy and the onset date was also unknown. The death was considered to be therapy related and it was unknown if the device operated as expected.